Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The may 2007 15-month mid urethral sling complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A ship history record review is in progress. Results of the ship history record review will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation that a patient under went an obtryx mesh sling procedure on february 28, 2006. During a routine follow up visit with the physician that occurred in 2006, vaginal extrusion was noticed upon visual examination localized at level of incision. The physician decided to remove the entire mesh sling to resolve the extrusion. No further information forthcoming.